Event description:
On (B)(6) 2014, the patient underwent treatment of a 7.2 cm symptomatic abdominal aortic aneurysm with contained rupture. After two gore excluder aaa endoprostheses were implanted, angiography identified a proximal type I endoleak reportedly due to possible calcification in the proximal neck. Additional angioplasty was performed in the proximal neck, but the endoleak persisted. After an aortic extender component was implanted for proximal extension, angiography showed no evidence of a proximal type I endoleak. It was reported a large type ii endoleak from lumbar arteries was identified, but no additional treatment was performed. The patient was transferred to the intensive care unit in stable condition and was extubated. On (B)(6) 2014, the patient began having dark bowel movements, and a sigmoidoscopy showed mild nontransmural ischemia (cause unknown) at the splenic fixture. On (B)(6) 2014, the patient became anesthetic and paraplegic from the waist down, and later developed severe lactic acidosis and pulmonary failure. It was reported the patient became paraplegic because of an embolic event that resulted from a colorectal bleed identified the day before. The patient was reintubated, and another colonoscopy showed full necrosis of the colon. An emergent exploratory laparotomy was performed, but the patient was left in discontinuity and was taken back to the ICU. The patient developed acute renal failure and severe metabolic acidosis, and later became hemodynamically unstable. After the patient coded and CPR was performed, the patient expired due to an unknown cause. It is unknown if an autopsy was performed.

Manufacturer narrative:
Medications - lansoprazole, oxycontin, pravachol, synthroid, xanax, prednisone, aspirin, ethacrynic acid, and albuterol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The exact cause of the ischemia and death could not be determined with the provided information. Additional devices implanted and involved in this event: pxc121400/9646823 and pxa230300/9953254.